Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with a detached end cap, cracked lcd display window corners, broken reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
The customer stated that the piston in the reservoir compartment pushed out from the backside of the insulin pump, and also the end cap sticker fell off. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.